Event description:
It was reported to philips that the system got stuck when started up in the morning, it became normal after several restarts. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the system software could not load into the system. The fse reinstalled the system software. After the software was reinstalled, the system was returned to use in good working order. The codes were updated based on the investigation outcome.